Manufacturer narrative:
FDA medwatch reference number: mw5082986. A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported a tampon broke apart leaving a piece inside her. She experienced ongoing vaginal bleeding, cramping, and fatigue and went to the doctor multiple times. The doctor found an old tampon piece during pelvic exam and removed the piece. She was diagnosed with a bacterial infection and prescribed antibiotics.